Event description:
It was reported the patient had sternalock plates and screws implanted (B)(6) 2009. On (B)(6) 2009, a plate was removed due to a loose screw and free floating screw. No infection was found during the revision surgery, but a wound vac was placed in the patient as a precaution. Patient has poor bone quality, has osteoporosis and diabetes and is obese.

Manufacturer narrative:
The following is listed in the IFU as a possible adverse effect: poor bone formation, osteoporosis, osteolysis, osteomyelitis, inhibited revascularization, or infection can cause loosening, bending, cracking or fracture of the device." Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Device not returned to manufacturer.